Event description:
It was reported during an initial implant procedure that the tip of the rv lead was bent. This was discovered via x-ray. Additionally, it was noted that noise was being sensed by the rv lead. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events for noise and twisted material, ¿ the tip of the rv lead was bent¿ were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.